Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a fibrous debris was observed in the patient''s eye during the implantation of an intraocular lens (iol). Reportedly, the surgeon removed the debris during the irrigation/aspiration (I/a) process. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site, as to date, it remains implanted. A fibrous particle was returned inside a vial. The particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with a cellulosic material like cotton. A video of the procedure was also provided, and it was evaluated. The particle was observed on the eye and removed. The unit was handled therefore, the origin of the particle cannot be determined. As a result of the investigation, the origin of the particle could not be determined as the unit was handled and therefore the foreign material could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.